Event description:
Rn was contacted and add'l info was received regarding this event on (B)(6) 2005. Reportedly, the pt is fine and no further ill effect related to this event. The pt continues peritoneal dialysis as ordered. No sample is available.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR. Lot(s) met all release criteria. Conclusion: the reported defect is not confirmed. No sample has been received by fmc. Corrective action: fmc has implemented a step in the assembly process of subassembly (B)(4) to ensure that the clear cap body connector are properly tightened prior to the assembly of the shrink wrap step. Refer to (B)(4). Fmc will continue to monitor for changes in efficacy as needed.